Event description:
It was reported that during a laparoscopic appendectomy procedure, the bag ruptured a 12mm port site during specimen removal. Case completed by draining the port site to remove the specimen. Pt is on heavy antibiotics.